Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid. It was reported that the battery cap was damaged. Customer stated that the home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.